Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a routine endoscopic vein harvest procedure using the vasoview hemopro 2 system, the device timed out toward the end of the vein harvest. The device was allowed to cool in accordance with the instructions for use (IFU); however, the issue persisted during subsequent attempts to ligate vein branches. They did not change the extension cord. Setting on the generator was 3. The device was removed from service and replaced with a new hemopro 2 evh device, which functioned as intended without further issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm.